Manufacturer narrative:
Addition.

Manufacturer narrative:
(B)(4). Patient medications include aggrenox, carbidopa, vitamin d3, valium, depakote, cymbalta, demerol, bystolic, omega-3 polyunsaturated fatty acids, omeprazole, flomax, and trazadone.

Event description:
Additional information reported by the field sales associate: reportedly, the patient did not present with any occlusion or deficits due to compression. The physician opted for treatment to prevent a possible future event. Treatment on (B)(6) 2015 included placement of a 10 mm I-cast balloon-expandable stent within the posterior/ipsilateral limb in the area of compression. A 12mm pta balloon was used to further expand the stent to 12mm. A kissing 12mm pta balloon was used in the contralateral overlap area. No complications were reported. The patient tolerated the reintervention.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271200/(B)(4) and plc271000/(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography images dated (B)(6) 2015, revealed compression of the ipsilateral limb. The limb is still patent.